Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lad and one endeavor sprint rx drug-eluting stent was implanted at the distal lad (MFR report# 2953200-2009-01753). An acute non-stemi is reported to have occurred approximately 4 months following index procedure. Location of infarction was non-determinable. It is reported that the pt was complaining of chest pain and was taken to the cath lab. They were then found to have in-stent restenosis of the lad. A revascularization of the proximal lad was carried out 6 days later. Three other brand stents were implanted, overlapping. Pt was discharged, 2 days later, in good condition.

Manufacturer narrative:
Revascularization, 3 other brand stents implanted. Myocardial infarction and revascularization.